Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and sensor was suspended. The customer¿s blood glucose level was 437 mg/dl at time of incident and current blood glucose 327 mg/dl. The customer¿s blood glucose level was 171mg/dl and sensor glucose was 80 mg/dl at the time of incident. The customer was advised to monitor pump and call back as needed. The devices will not be returned for analysis.